Event description:
Philips received a complaint on the v60 ventilator indicating that the device was used on a patient without the antibacterial filter installed. The device was reported to be in use at the time of the reported problem. No patient or user harm reported. The customer informed the remote service engineer (rse) of the use induced issue. The rse informed the customer of the issue of using the device without the filter installed. The rse advised taking a sample from the patient tubing to have it analyzed. The rse stated that depending on the germ, there may be a required quarantine period for the device based on the germ's lifespan on plastic/metal surfaces. If the resistance of the germ is determined to be too high, it is advised to replace the parts related to patient flow. This part replacement would need to be carried out by a field service engineer (fse) at the customer's site. The rse provided the customer with the parts needing replacement if the customer chooses this option: gas delivery system (gds), rubber boot kit, hose clamp kit, blower assembly, gas outlet port, 1/8 inch (in) proximal port, and gds tubing kit. The customer was provided with a quote for onsite service and the replacement parts. This investigation is ongoing. Per v60 service manual: warning: to prevent patient or ventilator contamination, always use a main flow bacteria filter on the patient gas outlet port. Filters not approved by philips may degrade system performance.